Event description:
Complainant alleged that during biomed testing, the device intermittently rebooted the software, causing the system to freeze. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received, and this complaint is still under investigation.